Event description:
Information received notes that during a routine office visit, ventricular oversensing and loss of capture was observed. The sensitivity was programmed to 10mv and the outputs were programmed to 6.5v, 1.2ms. Loss of capture was less frequent in the unipolar configuration. An initial impedance reading was 473 ohms, but subsequent readings were <250 ohms bipolar, and 350, 337 and 393 ohms unipolar. The patient had intrinsic activity at about 50-60 bpm.